Event description:
It was reported that the patient presented for generator change. Upon interrogation it was noted that the right ventricular lead exhibited high pacing impedance and loss of capture due to high capture threshold . The rv lead was capped and replaced on (B)(6) 2022. The patient was stable throughout the procedure.